Event description:
According to the reporter, during device follow up, while charging the device, the handle failed to charge. The handle was no longer loading. Another charger was used, but the same issue occurred. Another handle was used to resolve the issue. The involved chargers worked with another handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found that one battery cell was found to be vented.

Manufacturer narrative:
Concomitant medical product: sigsbchgr - sig power sigsbchgr one -bay charger, serial# unknown h3 evaluation summary: medtronic conducted an investigation based upon all information received. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The device was available for evaluation. The electronic device-use logs were also provided. Functional testing found that the data from the battery was evaluated and it was noted that the cell differential limit had been exceeded. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition that has no relationship to the reported condition: abnormal organic light emitting diode (oled) display. Visual analysis noted that the screen was abnormal. A clamshell was attached to the device and held out at an arms length. The handle was then tilted upwards at a thirty degree angle. The screen was not clearly visible when held in this manner. The most likely cause for the additional condition is traced to a component failure. Internal process improvements have been initiated to mitigate this issue. Another unreported condition was identified: corrupt one-wire. Visual inspection noted one wire write errors, which would have caused a power handle error to appear on the screen. The most likely cause could not be established from the information available. This issue of one-wire data corruption may occur when a read or write communication to the one-wire device is interrupted. During the investigation a secondary condition of a vented battery was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found one battery cell vented. The root cause of the observed vented battery cell was determined to be due to component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.